Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 271, 310 and 197 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is month of (B)(6) 2017. The customer stated she tests three times a day (fasting) and she has not had any changes in her diet or exercise regimen. The meter memory was reviewed for previous test result history: 271mg/dl (B)(6) 2017 8:05am- fasting, 310mg/dl (B)(6) 2017 3:00pm- fasting, 197mg/dl (B)(6) 2017 8:42am- fasting, 122mg/dl (B)(6) 2017 12:00pm- fasting, 206mg/dl (B)(6) 2017 7:58am- fasting. Memory concerns:the customer is concerned with the 5 results provided in the meter's memory